Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple pump error. The blood glucose was unknown. The customer reported that there was some error in the alarm history. The troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, prime test and displacement test. However, insulin pump received stuck in the motor error loop during bolus/basal delivery and motor position encoder alarm confirmed in the history file. Unable to verify motion sensor test failure alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.